Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was located in a moderately tortuous blood vessel. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil stuck inside the middle part of a 05fr non-bsc microcatheter and was then removed together with the microcatheter. However, the coil protruded from the catheter's tip upon removal from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure. However, it was further reported that the coil got stuck in the middle of the catheter and did not protrude from the tip of the catheter.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip. The target lesion was located in a moderately tortuous blood vessel. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil stuck inside the middle part of a 05fr non-bsc microcatheter and was then removed together with the microcatheter. However, the coil protruded from the catheter's tip upon removal from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.